Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported oral antibiotics were administered on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported an abscess with suppuration on (B)(6) 2019. The clinical diagnosis was updated to abscess with suppuration: potential infection in lumbar area (catheter insertion area). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0216112950, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving baclofen 2000 mg/ml at 320.46363 mcg/day via an implantable pump by simple continuous dosing for and unknown indication for use. It was indicated that the patient reported that there was an infection at the lumbar site where the catheter was introduced on (B)(6) 2019. The patient also reported suppuration, and an examination on (B)(6) 2019 revealed an abscess. The device diagnosis was ¿other infection in lumbar area in catheter entry area¿, and the clinical diagnosis was ¿abscess in insertion of catheter¿. The cause was ¿suppuration in insertion of catheter area¿. The event resulted in an unscheduled clinic or office visit and examination in (B)(6) 2019. Medications were administered on (B)(6) 2019. The event was related to the device or therapy and the implant procedure. The event resolved without sequelae on (B)(6) 2019. No further complications were reported and/or anticipated.